Event description:
It was reported that 2 people were pushing the unit through the elevator lobby. A pulse oximeter, blood pressure monitor and gas monitor were on the top shelf. A caster struck the lip of the automatic door opener and the caster broke. The machine fell over pulling individual pushing the machine. The individual reported a wrenched shoulder and back. Individual went to the hosp health office and then home. Individual missed some work, but did not require hospitalization. Individual has subsequently returned to work.